Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and non boston scientific left ventricular (lv) lead exhibited dips in lv pace impedance measurements remaining within normal range. The device was programmed lv tip to lv ring in which noise was observed. The device was then programmed back to tip to right ventricular in which noise was observed when the patient moved. Technical services (ts) recommended follow up with the patients electrophysiologist. Subsequently, the device was explanted and replaced. The new device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.